Manufacturer narrative:
Inspection of the exposed portion of the soft cannula found it to be kinked. Fluid flow was unaffected, and no leaks were observed. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 25 and 36 hours. The reporter mentioned insulin was leaking during wear from the pod¿s infusion site on the patient¿s back. The leaking was observed under the pod adhesive. As treatment a new pod was applied. Investigation of the pod found the cannula to be kinked.